Event description:
There have been a number of incidents involving this device reported recently that will be detailed below:1) the pt was undergoing bilateral breast reconstruction. During the stapling process, the automatic clip applier cut a vessel. A new automatic clip applier was used and it too cut a vessel. A decision was made to use a non disposable applier. Harm was minor to the patient.2) pt undergoing cystoscopy and bilateral ureteral catheter placement. During the procedure the stapler jammed and cut a vessel. The automatic clip appliers were removed and replaced with the non-disposable clip appliers. Harm was minor to the patient.3) the patient underwent a lower anterior resection of the rectum. The automatic clip applier did not function properly when trying to anastamose the bowel. The automatic clip applier appeared to be "stripped" not allowing it to function properly. A decision was made to use the non-disposable applier. Harm was minor to the patient.4) the patient was undergoing an exploratory laparotomy involving a retroperitoneal mass with limited visibility surgically. A large vessel was identified on the underside of the mass going directly into the tumor. An attempt to use the automatic clip applier to achieve hemostasis failed when the device "jammed" and no clip came out. A second automatic clip applier had the same malfunction. This resulted in the vessel becoming avulsed and significant blood loss.the manufacturer field representative has told us that ethicon would follow up on this.